Event description:
It was reported that "the trail liner for the osteonics #(B) (4) omnifit 10 deg cup insert series ii became lodged in the acetabular cup. It was necessary to crack the trial liner to get it out of the cup. All visible pieces of the liner were retrieved from the patient. Outcome of surgery was good. Osteonics (B) (4) liner and (B) (4) head were implanted."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.